Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was deployed during procedure and therefore not returned for analysis with the device. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. As part of the examination, the balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner found a kink 89mm distal from the port entry point where the corewire was kinked. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified proximal left anterior descending (lad) artery. After pre-dilation with a 2.5x15 apex balloon catheter, a 3.50x8 synergy ii drug eluting stent was advanced to treat the lesion. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured but the stent was actually deployed at that time. The stent delivery system was completely removed and a 3.0x12 nc quantum balloon catheter was advanced to post dilate the stent just to make sure that the stent was pressed against the wall properly. The procedure was completed with no patient complications reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified proximal left anterior descending (lad) artery. After pre-dilation with a 2.5x15 apex balloon catheter, a 3.50x8 synergy ii drug eluting stent was advanced to treat the lesion. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured but the stent was actually deployed at that time. The stent delivery system was completely removed and a 3.0x12 nc quantum balloon catheter was advanced to post dilate the stent just to make sure that the stent was pressed against the wall properly. The procedure was completed with no patient complications reported.